Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The tray was not properly sealed; therefore, the product was not sterile. The product was not clinically used.